Event description:
The ear pieces are loose and move very freely up and down the metal shafts along with spinning around the shafts. In one instance, a health care provider suffered a perforated eardrum as a result of the metal shaft penetrating through the ear piece and into her ear canal. Manufacturer response for disposable stethoscope, dual head disposable stethoscope (yellow) (per site reporter): the manufacturer shipped in different lot numbers of older manufacturing dates. Otherwise, dialogue continues between our facility and the manufacturer to determine a root cause of the issue.